Event description:
Pt had stem cells harvested for future autologous stem cell transplant. These cells were then taken to lab for cd34 selection using isolex selector. During the system rinse cycle at resetting phase, a metal piece inside the membrane dislodged and fell inside the membrane. At this time, cd34 cells already selected out of the membrane. Machine was stopped briefly while cells were manually pumped into an auxillary bag. Sterility was not breached however pt did require an additional day of phoresis as stopping the isolex machine decreased the efficiency of cd34 selection, so were not able to get enough cd34 cells the first day. This occurred on 9/22/98. Baxter hotline notified and technicians came next day to inspect equipment.